Event description:
Shiley broke while on ventilated patient. Patient was being transferred from covid ICU to CT scan on the ventilator. The respiratory therapist (rt) noted an air leak sound and saw that the top portion of the shiley was broken. Patient was taken immediately to CT scan and intubated successfully. The next day, the patient went to the operating room for trach exchange without incident.